Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 18fr feeding button was returned for evaluation. Gross visual evaluation was performed. The investigation is confirmed for the reported fracture issue and inconclusive for the reported fitting problem, as the plug of the closure strap was missing. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2021), g3, h6 (method). H11: b5, h6 (result, conclusion). H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that the during a gastrostomy feeding tube placement, the button allegedly broke. It was further reported that the device allegedly had a fitting problem. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2021).

Event description:
It was reported that some time post gastrostomy feeding tube placement, the button allegedly broke. It was further reported that the device allegedly had a fitting problem. There was no reported patient injury.